Event description:
A report was received from a boston scientific sales rep in 2008 stating "the chilli ii perforated the heart while the physician was pushing the catheter. Used pericardiocentesis to resolve and the pt is stable."

Manufacturer narrative:
In 2008, a boston scientific sales rep followed up with the following info; "the physician successfully performed the transeptal and then ablated in the left atrium (successful afib procedure) prior to the slight perforation. The pt is stable (heart pressure returned to normal) and is in good condition." The directions for use was reviewed and indicates that the chilli device is used great to treat "mappable ventricular tachycardias". However, rf ablation for a-fib is not included in the indications for use. A review of similar complaints found two other mdrs reported from the same physician for perforation with a chilli catheter.